Manufacturer narrative:
Cmpl-(B)(4).diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient had a cgm accuracy issue 2 days after the sensor was inserted into the abdomen. On (B)(6)2024, the patient was home and received a call from her family and the patient did not recognize her family. It was reported she was in the ¿ictal phase¿ of a seizure at this time, therefore, the patient¿s family called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 80 mg/dl and the bg meter was reading 57 mg/dl. The patient was experiencing migraines, nausea, and vomiting. Ems treated the patient with unspecified IV fluids and transported her to the emergency room (ER). At the ER, the patient underwent an MRI and CT scan to determine the cause of her seizure. After testing, it was confirmed the patient had a ¿hypoglycemia induced seizure.¿ while in the ER, she was treated with zofran and an unspecified steroid. The patient was discharged home 2 days later. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.